Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from their right ventricular (rv) lead. The lead's pace/sense was replaced and the high voltage portion remains in use. No further patient complications have been reported as a result of this event.